Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a down time. The technical support specialist stated that the station was not on critical override and the critical override was triggered automatically due to "no recent message received configuration" being set to 5 minutes for both adt and pis. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a down time. The customer stated that an unscheduled down time for 4 stations and the stations are on critical override causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.